Event description:
Approx. 2 years ago underwent anterior cruciate ligament reconstruction; 2 incision technique failed post-op; has suffered re-injury of leg. 5/21 arthroscopy left knee: ? Graft may have been off from posterior tunnel, therefore causing her to have failure; also had medical meniscal tear.